Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(6). Patient problem code: (B)(6).

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Complaint: cuff looks out. Additional information: description of the problem (what / why): cuff is sticking out. How often has the defect occurred: once. Medical intervention (other than first aid): yes. Needle/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was resolved / additional information: patient referred back to hospital. Photo / samples available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open if valve broken / damaged / disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken/damaged: no. Leakage: no. Successful draining: yes. Effects on the patient: no effects on the patient. Exposure to blood/body fluid: no. Course of treatment changed due to event: no. Time at which the catheter was placed: (B)(6) 2024. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: (B)(6). The procedure was performed in: at home. Replacement requested: no. Credit requested: no. Additional information: response received: (B)(6) 2024 - was any medical intervention required, including diagnostics, procedures and treatment? - patient was returned to the hospital, then the cuff was reattached - what were the effects on the patient? No further impact known - what was done to correct the problem? - patient was returned to hospital and the cuff was reattached patient was returned to the hospital, then the cuff was reattached " - was the suture/stiches was performed to resolve the loose cuff issue? We assume that we have not been provided with precise information by the hospital.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, it was observed the cuff is adhered to the tubing however the cuff is external to the patient, verifying the reported failure. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001531430 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Date: 2024-03-28. Injury (patient / other): no. Device possibly involved in injury: no. Device available for examination: yes. Detection site: 2 - on application. Complaint: cuff looks out. Product information: additional information: description of the problem (what / why): cuff is sticking out how often has the defect occurred: once. Medical intervention (other than first aid): yes. Needle/probe puncture: no. Other measures taken: no. Safety issue: no. Problem resolved: yes. How the problem was resolved / additional information: patient referred back to hospital. Photo / samples available: yes. Safety valve broken / damaged / disconnected: no. Safety clamp open if valve broken / damaged / disconnected: no. Safety valve nose broken / damaged: no. Locking tab broken/damaged: no. Leakage: no. Successful draining: yes. Effects on the patient: no effects on the patient. Exposure to blood/body fluid: no. Course of treatment changed due to event: no. Time at which the catheter was placed: (B)(6) 2024. Connected device (pleurx/peritx/brand) 50-7050. Procedure performed by: (B)(6) employee. The procedure was performed in: at home replacement requested: no. Credit requested: no. Additional information: response received: 2/apr/2024. - was any medical intervention required, including diagnostics, procedures and treatment? - patient was returned to the hospital, then the cuff was reattached - what were the effects on the patient? No further impact known - what was done to correct the problem? - patient was returned to hospital and the cuff was reattached. Patient was returned to the hospital, then the cuff was reattached " - was the suture/"stitches" was performed to resolve the loose cuff issue? We assume that we have not been provided with precise information by the hospital.